Event description:
It was reported that the siderail would not latch/lock due to being out of alignment and the scale was inaccurate due to a calibration issue. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.